Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on blue screen and keyboard was not functioning. A technical support specialist (tss) received an inbound call reporting the station was stuck on a blue screen and the keyboard was not functioning. With user permission, dialed into station, performed a reboot which successfully resolved the issue, and confirmed the keyboard was working properly. Conducted a callback to re-verify functionality, with no further issues reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was struck and keyboard did not function. Customer tried to reboot the station, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.